Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone14.7 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to approximately 280 mg/dl while wearing the pod longer than 48 hours. While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (abdomen). It was also reported that the patient had inflammation the size of a quarter and bleeding at pod infusion site. The patient stated ¿need to use antibiotics, little infection going on¿ but did not provide if an hcp had prescribed an antibiotic. The patient did state they are a retired nurse and diagnosed themself. As treatment, a new pod was applied.